Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient's blood glucose result was 575 mg/dl on (B)(6) 2020. The patient also received blood glucose results of 448 mg/dl and 331 mg/dl at an unknown time. The patient administered a total amount of 31.5 units of insulin in bolus and the values never went down. The same day she administered herself with an insulin pen but without effect. The patient experienced symptoms of tired, thirsty, and muscle pain. The patient's blood glucose result was 348 mg/dl at the hospital and she was treated with an insulin pen. The patient as well as the doctor have doubts regarding the pump function. There were no allegations of an insulin leak or inaccurate insulin delivery. The patient was currently still in the hospital.